Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via call that the customer had high blood glucose level of 455 mg/dl. Customer was treated with insulin pump. Customer was alleging insulin pump for under delivering because customer did bolus still customer had high blood glucose level. Customer had blood glucose levels of 140, 301, 331, 317,362, 319, 315, 180, 179, 205 and 291 mg/dl. Customer stated that the drive support cap was normal. Customer declined to check air bubbles and leak. Customer was using insulin pump system within 48 hours of reported high blood glucose level event. The insulin pump will be returned for analysis. Frn-unk, unomed set.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No possible under delivery anomaly noted. Device was downloaded to care link pro properly and all bolus delivered were found at the care link report. Device passed the delivery accuracy test at 0.0873 inches. (B)(4).